Event description:
The device was returned for tubing set misloaded errors. The set ID was found to be intermittently faulty. Initially the device had passed a mock infusion without issue. After an internal investigation that failed to locate physical damage, a second mock infusion was attempted and failed for tubing set misloaded error. This error persisted until the pump was power cycled.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: clinicians assisted by (B)(6) nurses experienced a cassette loading problem followed by tubing problem alarm despite multiple reloads and new tubing set used. The pump was pulled out service. This occurred during the go live at the infusion center. A preliminary review of the logs identified the following issue: mechanical hardware failure (drive train). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.